Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the esophagus of a patient during an esophageal stenting procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a 9 cm lesion near the lower esophageal sphincter. Reportedly, the patient is undergoing cancer treatments. The patient's anatomy was not torturous and the lesion was dilated prior to the procedure. During the procedure, the ultraflex esophageal stent crossed the stricture and was fully deployed. However, during removal of the delivery system, the stent caught on the delivery system and was removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
Reported issue of catheter difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted the delivery device and a deployed stent were returned for analysis. No issues were noted with the profile of the delivery device or the stent. The stent was fully expanded. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the esophagus of a patient during an esophageal stenting procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a 9 cm lesion near the lower esophageal sphincter. Reportedly, the patient is undergoing cancer treatments. The patient's anatomy was not torturous and the lesion was dilated prior to the procedure. During the procedure, the ultraflex esophageal stent crossed the stricture and was fully deployed. However, during removal of the delivery system, the stent caught on the delivery system and was removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".